Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff would not hold seal so pilot balloon and cuff pressures were checked. Patient was unable to achieve adequate tidal volume on the vent and when it was removed, cuff was checked and noted to be blown. There was no patient injury.